Manufacturer narrative:
Additional information was received that the patient passed away. The physician assessed that the passing was not device related.

Event description:
A report was received that the patient was experiencing constant pain at the ipg site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Manufacturer narrative:
Additional information was received that the patient's husband believes that the patient died as a result of the explant procedure. According to the pain physician, the patient was explanted, seen a month following the procedure and was doing well. The physician also believes the patient's death was not device related.

Event description:
A report was received that the patient was experiencing constant pain at the ipg site. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing constant pain at the ipg site. The patient will undergo an explant procedure.